Event description:
It was reported that during an unknown procedure, the pouch broke. No patient impact. It is unknown how the procedure was completed. No other details are known. The device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.